Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 309653 ,batch#: 3194166. It was reported by the customer that there was foreign debris in the lure-lock tip section of the syringe that we received from the manufacturer. Verbatim: rcc received a complaint via email. Email(s) attached. Today while working in the IV room today after I unwrapped the 50cc syringe, I did a visual inspection prior to using and realized that there was foreign debris in the lure-lock tip section of the syringe that we received from the manufacturer. After finding this, I did a visual inspection of all syringes in stock and found that all were okay. Catalog# 309653. Lot#: 3194166.

Event description:
No additional information received materials#: 309653 batch#: 3194166. It was reported by the customer that there was foreign debris in the lure-lock tip section of the syringe that we received from the manufacturer. Verbatim: rcc received a complaint via email. Email(s) attached. Today while working in the IV room today after I unwrapped the 50cc syringe, I did a visual inspection prior to using and realized that there was foreign debris in the lure-lock tip section of the syringe that we received from the manufacturer. After finding this, I did a visual inspection of all syringes in stock and found that all were okay. Catalog# 309653. Lot#: 3194166.

Manufacturer narrative:
(B)(4) follow up. It was reported there was foreign debris in the luer-lock tip. As a sample was not returned, a thorough sample evaluation could not be completed. The photo shows a syringe with no packaging blister. The syringe has a brown speck of what appears to be embedded degraded resin at the syringe barrel luer. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, 3194166. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual sample analysis a probable root cause could not be determined.